Event description:
The patient experienced issues with his implanted artificial urinary sphincter (aus), which lead to difficulty in voiding. The patient was found to have a unilateral cuff erosion of the aus requiring removal. Removal was carried out a few weeks ago.